Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mpu was confirmed via the submitted log file. A review of the submitted log file spanned approximately 4 days (B)(6) 2021 per time stamp). On (B)(6) 2021 at 06:46, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to 0v. The alarm cleared on its own shortly after power was restored. It was unclear when the alarm first activated due to the event being overwritten by newer data. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The mpu, serial (B)(4), was not returned for analysis. Additional information provided on 21may21 stated that the patient has a v-lock connector and it is unknown if the ac cord came loose from the wall or if there was a loss of power to the house. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's event log from the system monitor contained no external power, low voltage, and replace backup battery alarms. Log file analysis showed that the no external power event that occurred on (B)(6) 2021 at 6:46 has an unknown cause since part of the event was overwritten by incoming data. The no external power event that occurred the same day at 8:51 was caused by the patient switching power sources. The log file did not capture any replace external backup battery events, and the low voltage advisories appeared to be routine due to normal battery depletion. Further review of the log file showed a no external power alarm while connected to the mobile power unit.